Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded two signal artifact monitoring (sam) episodes. The first sam episode occurred due to minute ventilation (mv)/respiratory sensor oversensing on the right atrial (ra) channel. The ra lead was non boston scientific. The second sam episode was due to detection of the patients atrial fibrillation (af). There was an ra impedance measurement of approximately 2500 ohms noted. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.